Event description:
It was reported that the pt had her lead replaced due to high lead impedance. Good faith attempts to obtain add'l info for the site as well as the explanted lead back for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.